Manufacturer narrative:
Device evaluation: a service engineer evaluated the device and found several associated diagnostic codes. The se replaced the direct current (dc) to dc converter printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. Per review of the logs and the evaluation performed by the service engineer, there was loss of ventilation at the time of the event. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator alarmed "ventilator inoperable", "background fault detected", and "replace ventilator". The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. Per review of the logs and the evaluation performed by the service engineer, there was loss of ventilation at the time of the event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. One direct current (dc) - dc printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The pcb tested satisfactorily. It was reported that while in use on a patient, the pb980 ventilator alarmed "ventilator inoperable", "background fault detected", and "replace ventilator". The cause of the event was isolated to an intermittent dc-dc converter pcba. An internal investigation exists for this type of issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.